Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt or check belt messages and check therapy pad messages) have been confirmed. Upon receipt, the electrode belt failed the therapy electrode recognition test. The cause for the test failure and the messages was an open pulse wire in the distribution node to front therapy electrode cable. The root cause for the open pulse wire cannot be positively determined. No adverse event resulted from the open wire. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll customer support to report adjust belt or check belt messages and check therapy pad messages. The pt was provided with a replacement electrode belt.